Event description:
Complainant alleged that during a routine preventative maintenance check, the device displayed message codes "system fault 18", "defib fault 72" and "defib fault 80". The complainant indicated that there was no pt involvement in the reported failure.